Manufacturer narrative:
Reporter phone number- (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and unable to set the ipg into MRI mode. System diagnostics recorded high impedances on one lead. Surgical is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient unable to set the ipg into MRI mode was reported to abbott. The patient experienced ineffective therapy and unable to set the ipg into MRI mode. System diagnostics recorded high impedances on one lead. The patient underwent a lead revision. The lead was explanted and replaced. Effective therapy restored post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.